Manufacturer narrative:
The autopulse platform (s/n # (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found rattling inside the housing. Additionally, the top cover, encoder cover, motor cover, restraint pin assembly, flexible patient restraint assembly were damaged and the battery partition cover was missing. The autopulse platform is a reusable device and was manufactured on 11/04/2004. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear which is unrelated to the reported complaint. A review of the platform archive was performed and archive data indicated fault "system error 136 - internal parameter corrupted" error message on the event date of (B)(6) 2016; thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as a system error -out of service message was observed upon powering up, therefore confirming the reported complaint. Further investigation determined that the processor board was replaced to remedy the system error fault. Unrelated to the reported complaint, one of the load cells was found to be faulty. Replacing the single load cell remedied the problem. Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. Performed the run-in testing, and did not replicate any of the user advisory or fault. In summary, the reported complaint was confirmed based on the archive review and during functional testing. The root cause was determined to be a faulty processor board. After replacement of the parts identified during functional testing and visual inspection, the autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported that during a shift check, the auto pulse platform (s/n: (B)(4)) displayed "error message - out of service/revert to manual CPR" error message upon powering up. The lifeband was checked without any issues and replacement a new battery but the error message still occurred. The platform was restarted multiple times; however, the error message could not be cleared. There was no patient involvement reported. No other information was provided.